Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that a small screw was found loose inside the ac charger, creating a short. There were no screws missing from inside the device. It cannot be determined how the extra screw got inside the ac charger. The ac charger was replaced to reduce the probability of reoccurrence. Further testing of the ac charger was unable to duplicate the failure. The ac charger was scrapped. No emerging trend based on similar reports.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.